Event description:
Sterile sonicision failed to work correctly during surgical procedure. Changed battery but still failed to work. Changed sterile handpiece and sonicision became functional. Sonicision was not being used on patient.